Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the no detergent is used for pre-cleaning. Performed in pre-cleaning is aspiration of water through the instrument / suction channel. The device is manually processed with an unknown model cleaning brush and aniosyme x3 detergent. The brushed points are the instrument / suction channel, suction cylinder, and the instrument channel port. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
Correction to b5, the customer provided cds practices were inadvertently left out of the first supplemental report. Please see b5 for further information. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the use: -flushing was not performed for air/water channel nor auxiliary water channel at precleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - connector --- plug unit --- leak - light guide rod lens (1x) --- cracked - distal end cap cover --- scratch - bending section rubber glue --- separated - connecting tube --- buckles - switch 1 --- wear and tear - switch box unit --- scratched - specified angle and orientation achieved --- bending tube --- movement - distal end --- biopsy channel --- wear and tear - cds machine soluscope 4 . However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event date, and event description.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 21 colony forming units (cfus) of pseduomonas aeruginosa. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.